Event description:
While servicing a coulter lh 500 hematology analyzer, a beckman coulter field service engineer (fse) identified the high latron control was out of specification high for %cv (coefficient of variation). There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and cleaned/aligned the flow cell which resolved the high latron %cv. (B)(4).